Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 53 mm in diameter and 128 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 10 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 21 mm in diameter. The right internal iliac artery measured 19 mm in diameter and the left internal iliac artery measured 7 mm in diameter. Neck angle: 10 degree angulation. It was reported that a type I endoleak was confirmed at the proximal side, an aortic extension was added, and the endoleak resolved. The patient is currently hospitalized for a fever and hematochezia. CT and wrc value shows possible infection; however, it turned out that was temporary. Regarding the fever, it was caused by poor pulmonary function. From a CT, there seems to be gas, it was reported as an infection at the initial report, but cannot be determined at this moment. No additional clinical sequelae were reported. The patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever, infection), patient¿s condition affected effectiveness of device (fever was caused by poor pulmonary function), (cause of infection is unknown); evaluation, conclusion: inherent risk of a procedure (fever, infection), device failures related to patient condition (fever was caused by poor pulmonary function), (cause of infection is unknown).